Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box and alarm history indicated call service 054 alarms had occurred. Visual inspection did not find any physical damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.